Manufacturer narrative:
This recall includes the following lot numbers: list 07d63-21, lot 87697un18, manufacture date 02/22/2018, expiration date 10/22/2018; list 07d63-21, lot 99632un18, manufacture date 03/28/2018, expiration date 11/12/2018; list 07d63-21, lot 24358un18, manufacture date 04/17/2018, expiration date 12/05/2018; list 07d63-41, lot 99633un18, manufacture date 05/03/2018, expiration date 01/02/2019 a product recall letter was issued to all architect customers who have received architect creatine kinase, list number 07d63-21, lot numbers 87697un18, 99632un18, 24538un18 and/or list number 07d63-41, lot number 99633un18. The letter informs the customer of the issue regarding a stability issue that may lead to quality control results shifting low out of range and/or error code 1054 "unable to calculate result, reaction check failure" for quality control and patient samples. The letter instructs the customer to discontinue use of the suspect lots and destroy any remaining inventory. The cause of the stability failure has been traced to a contamination of the bulk material.

Event description:
Abbott laboratories has confirmed a stability failure resulting in qc results shifting low out of range and/or error code 1054 "unable to calculate result, reaction check failure" for qc and patient samples with architect creatine kinase (ck) reagent, list number 07d63-21, lot numbers 87697un18, 99632un18 and 24538un18 and list 07d63-41, lot number 99633un18. There is no impact to patient results. However, a potential delay may exist in the reporting of patient results due to quality control values falling outside of expected ranges and the generation of error code 1054.